Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley does not accept water to fill the balloon. No patient injury and no medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling is found to be adequate as it states visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley does not accept water to fill the balloon. No patient injury and no medical intervention was reported.